Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical trial: it was reported that a dissection occurred. The target lesion #001 was in the right proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, and right proximal popliteal artery with a proximal reference vessel diameter 5.0mm and distal reference vessel diameter of 5.0 mm with a lesion length of 330 mm and 100% stenosis. Before target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of the target lesion was performed with two study devices, 5 mm x 200 mm and 5.0 mm x 150 mm ranger drug-coated balloons. Post treatment a grade c dissection was noted due to ranger drug-coated balloon (bsc study device). As a response to the event, a bailout stent (innova bare metal stent) was implanted and the final residual stenosis was noted to be 10%. The complication was resolved and on 18-may-2022, the subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier:(B)(6) h6: patient codes (1): corrected from vascular dissection to no clinical signs, symptoms or conditions. H6: impact codes (1) : corrected from additional device required to no health consequences or impact.

Event description:
Elegance clinical trial it was reported that a dissection occurred. The target lesion #001 was in the right proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, and right proximal popliteal artery with a proximal reference vessel diameter 5.0mm and distal reference vessel diameter of 5.0 mm with a lesion length of 330 mm and 100% stenosis. Before target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of the target lesion was performed with two study devices, 5 mm x 200 mm and 5.0 mm x 150 mm ranger drug-coated balloons. Post treatment a grade c dissection was noted due to ranger drug-coated balloon (bsc study device). As a response to the event, a bailout stent (innova bare metal stent) was implanted and the final residual stenosis was noted to be 10%. The complication was resolved and on (B)(6) -2022, the subject was discharged from the hospital. It was further reported that on (B)(6) 2022, on the same day of index procedure, during treatment of target lesion #001, right mid sfa dissection of grade c was noted due to the 5 mm x 150 mm ranger drug coated balloon, not due to the 5 mm x 200 mm ranger drug coated balloon. The dissection was treated by placement of a 6 mm x 80 mm innova bare metal stent. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.